Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to replicate the reported difficult to remove (cds/sgc) and difficult to open or close (gripper actuation - both) in a testing environment due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult gripper actuation could not be conclusively determined. A cause for the reported difficult cds removal through the sgc could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 3160 vascular dissections. Health effect- impact code: 4641 unexpected medical intervention.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one gripper was unable to actuate during gripper orientation. Troubleshooting was performed and was unsuccessful. While retracting the clip delivery system (cds) into the steerable guide catheter (sgc), the clip detached upon removal from the femoral vein. A surgical cutdown of the right femoral vein was required. The clip and sgc were replaced with another device to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.